Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 23:06:39. During night drain cycle five, the patient's ultrafiltration reading was 1323ml, indicating the home patient (hp) drained 1323ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the increased intra-peritoneal volume (iipv) was identified in the review of the event history logs. The cause was determined to be a false empty detect and use error, inappropriate bypass of the low drain volume (ldv) alarm, not including initial drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.